Manufacturer narrative:
This case was assessed as reportable to the FDA as the events, ophthalmoplegia, iatrogenic central artery occlusion, and small acute infarctions in the territory of the left middle cerebral artery and anterior cerebral artery, were deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: natural course of ophthalmoplegia after iatrogenic ophthalmic artery occlusion caused by cosmetic filler injections. Yang, hee kyung m.d., ph.d.; lee, yunjin m.d.; woo, se joon m.d., ph.d.; park, kyu hyung m.d., ph.d.; kim, ji-soo m.d., ph.d.; hwang, jeong-min m.d., ph.d. Plastic & reconstructive surgery. 144(1):28e-34e, july 2019. [Article_natural course of ophthalmoplegia.pdf, adverse events hyaluronic acid.xls]

Event description:
This case is linked to 3013840437-2020-00007, referring to the same literature article. This literature report from republic of korea concerns a female patient. She was injected with hyaluronic acid into the nasal dorsum area. Patient's medical history of systemic diseases was reported as none. After the hyaluronic acid injection, the patient experienced iatrogenic central artery occlusion. The patient subsequently developed an anterior segment ischemia and ophthalmoplegia. Ocular motility examination showed limitations in adduction, depression, elevation and abduction. Visual acuity was only light perception. Initial slit lamp examination showed anterior segment ischemia with conjunctival injection, corneal epithelial edema, descemet's membrane folds, and anterior chamber inflammation. The patient had weakness in her right arm and diffusion-weight magnetic resonance imaging showed multiple small acute infarctions in the territory of the left middle cerebral artery and anterior cerebral artery. After 2.5 years, recovery of ophthalmoplegia was incomplete, with limitations in elevation and adduction in the left eye. The outcome of the event "ophthalmoplegia" was considered as not resolved, and of "iatrogenic central artery occlusion" and "acute infarctions" was not reported. In the opinion of the author, anterior segment ischemia was the only significant factor related to ophthalmoplegia after cosmetic filler injection, suggesting that occlusion of vessels supplying the rectus muscles and anterior ciliary arteries was mainly responsible for ophthalmoplegia occurring after facial filler injections. Unlike the irreversible nature of vision loss after iatrogenic ophthalmic artery occlusion, ophthalmoplegia may recover spontaneously in 77 percent of patients. However, as most patients are blind with no light perception, sensory strabismus secondary to unilateral blindness may eventually develop in nearly half of patients during follow-up and requires strabismus surgery.